Manufacturer narrative:
Additional information: b5, g3 new information has been received, and reassessment of the complaint found that it is no longer a reportable event. The event is no longer associated with a serious injury or potential for serious injury with reoccurrence. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the unit displayed a high temperature error in the return electrode. Checked the unit but did not show anything unusual, except that the unit was a little warm to the touch. The return electrode was correctly placed in the left leg. Continued with the ablation and the unit kept throwing that alarm several more times. When checked the last time, the physician decided to change the leg pad (to the right one) and when separating the legs to do so, a 5 mm small burn was detected in a place on that right leg where in contact with the pad (when the pad was first in the left leg). It was noted that the pad on the left leg touches the right leg. Another procedure was performed with another needle and another return electrode and worked perfectly. There were no alarm signals. Confirmed that the equipment was working properly. In addition, the ablation was performed correctly, with the expected results, confirming that the needle worked well. The patient's mild and superficial burn was treated with placement of topical platsul and clobetasol.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted an error message on the generator and what appears to be burn marks on the patients leg. It was reported that there was an adverse event without an identified device or use problem, the device activated an alarm and the device emitted an excessive amount of heat. A potentially related device issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the unit displayed a high temperature error in the return electrode. Checked the unit but did not show anything unusual, except that the unit was a little warm to the touch. The return electrode was correctly placed in the left leg. Continued with the ablation and the unit kept throwing that alarm several more times. When checked the last time, the physician decided to change the leg electrode (to the right one) and when separating the legs to do so, a small burn was detected in a place on that right leg where in contact with the electrode (when the electrode was first in the left leg). Another procedure was performed with another needle and another return electrode and worked perfectly. There were no alarm signals. Confirmed that the equipment was working properly. In addition, the ablation was performed correctly, with the expected results, confirming that the needle worked well.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.